Event description:
It was reported that during a coronary drug eluting stenting treatment procedure the physician had difficulty inflating the balloon. The physician was deploying a taxus express2 2.5x8mm drug eluting stent in a calcified lesion in an unknown location. While attempting to inflate the balloon an emboli developed and the pt had cardiac failure and had emergency intervention. The stent was successfully deployed. The pt's condition is reported as satisfactory/good.